Event description:
It was reported that since the r wave had decreased on the right ventricular lead the physician decided to abandon the lead and implant a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data was collected from the device and analyzed. Analysis of the data revealed that there was rv (right ventricular) oversensing. The data showed one vf (ventricular fibrillation) equaling 200 ms average v-cycle on (B)(6) 2011 at 17:51:16. (B)(4).